Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked during an infusion of norepinephrine. The threaded luer lock adapter on the IV set broke, causing the tubing to disconnect from the onelink and resulting in leakage of medication into the patient¿s bed. The registered nurse titrated the medication without observing an expected increase in blood pressure subsequently identified the tubing failure during assessment. The IV set was removed and replaced. ICU leadership confirmed that the patient experienced temporary hypotension, which resolved after the tubing issue was identified and corrected. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.